Event description:
The customer reported approximately ten milliliters of cleaner fluid leaked outside the instrument at the blood sampling valve (bsv) from a hole in the tubing connected to the wire marker wm3 during latron quality control involving the coulter lh 500 hematology analyzer. The customer indicated there were no error messages and system startup passed. The customer had on gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. It is unknown if patient results were impacted. There has been no report of patient consequence or change in patient treatment associated with this event. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) reported the customer stated the critical length tubing from the front blood detector to wire marker wm3 on the blood sampling valve (bsv) had popped off during a shutdown cycle. The fse replaced the critical length tubing and resolved the issue. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).